Manufacturer narrative:
Addition g5.

Manufacturer narrative:
Patient medications: amiodarone, iron supplement, methylprednisolone, protonix, and amitriptyline. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include but are not limited to component migration, lower limb claudication, and renal failure.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm and with gore® excluder® iliac branch endoprostheses to treat an iliac aortic aneurysm. It was reported that on (B)(6) 2020, the patient presented with a cold left leg. Images revealed that the entire main body of the hgb161007a/(B)(4) device had folded down on itself. Reportedly, the patient was chopping wood earlier that day. There was tortuosity in the iliac arteries. The physician chose to use a tissue plasminogen activator to break up and dissolve any blood clots, and then performed a thrombectomy. A medtronic graft was implanted inside the gore® excluder® iliac branch endoprosthesis. The patient tolerated the reintervention. Four days post the reintervention procedure, the patient went into renal failure which is ongoing.